Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the pcb, power switch, and retainer required upgrades. The enclosure was stained in the water tank, both covers were also cracked and marked. The micro switch component was broken off, and the line cord was worn. The pole clamp was broken. The pump was also found to be making excessive noise. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (no power) was confirmed during testing. The product problem occurred because of the damaged/outdated pcb and power switch. A design issue with these components was established as the root cause of the product problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The pcb, power switch, and retainer were upgraded on the unit. The device subsequently passed functional testing.

Event description:
It was reported that the device failed to power on. The product problem was observed during set up. No alarms were observed. There was no patient involvement.